Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary. The reported issue of over infusion of total parenteral nutrition could not be confirmed through log analysis and could not be replicated during laboratory testing. The inspection and testing process did not find any existing malfunctions. The suspect pump module was found to be infusing within specifications with no observances of unregulated flow occurring. The sear was also found to properly close the administration set safety clamp when the door was opened. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. The pcu event, error, and battery logs were retrieved from the suspect device and the concomitant pcu using the alaris system maintenance (asm) software to assess programming and event details related to the alleged incident. The event was initially reported to have occurred between 10:00 pm on 18jan2026, when the infusion bag was changed, and 3:30am on 19jan2026, when an air in line alarm was reported. However, log review indicates that the bag change more likely occurred a few minutes before at 9:53pm on 18jan2026, coincident with a door open alarm. The air in line alarm was confirmed in the logs at 3:29am on 19jan2026. At 9:53 pm, the suspect device was programmed to deliver total parenteral nutrition (drugid597) at a rate of 75ml/hr, with a vtbi of 999ml and a pvi recorded as 21,197.8ml accumulated from prior infusions, consistent with the facilitys report. No errors or discrepancies related to the reported event were identified in the error logs of either the suspect device or the concomitant device. The infusion began at 10:04 pm on 18jan2026. At 3:12 am on 19jan2026, the infusion was paused at 3:12 am and restarted by the clinician at 3:15am. At 3:29am the pump module alarmed air in line. The clinician pressed channel off, but subsequently pressed pump restart, initiating the infusion again; however, the pump module alarmed air in line a second time 13 seconds later. At 3:31 am, the clinician selected the suspect pump module and paused the infusion. At that time, the primary volume infused (pvi) recorded as 21,600.4ml, and the total volume infused (tvi) recorded as 402.6ml. The suspect channel was turned off by the clinician at 3:39am. The total infusion duration was approximately 5 hours 22 minutes. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. Additionally, it is not known what medication is in the actual bag or bottle, only the drug that the device was programmed to infuse. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door. Before loading the administration set, the pcu should first be powered on to allow a self-test to provide the clinician with verification of the operational safety and correct functioning of alarms for the system. After the self-test is complete, a primed infusion set can be loaded into the device. In the event the infusion sets safety clamp is left in the open position and the roller clamp is open, unregulated flow can occur. In this situation, a high priority, non-silenceable alarm will occur, with a scrolling message on the pump module that the safety clamp is open and to close the door. It is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with prior infusions that infused to completion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to close the roller clamp before opening the door. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. Root cause the root cause of the report of an over infusion of total parenteral nutrition could not be identified from the log analysis or from laboratory testing. The suspect pump module was found to be infusing within specification.

Event description:
It was reported on 18jan2026 there was an over infusion of total parenteral nutrition (tpn). The tpn total volume to be infused was 1000ml. On 18jan2026 at approximately 2200 tpn was programmed to infuse at a rate 75ml/hr. On 19jan2026 at approximately 0330 the pump alarmed for "air in line". The pump alleged 590mls were left to infuse; however, the infusion bag was empty. Additional information provided 21jan2026: the patient's blood glucose reading was over 500mg.dl. Insulin was provided to the patient and per report the "patient's blood glucose stabilized later that day". Heparin was infusing at the time of the event at a rate of 6.3ml/hr and intravenous fluid infusion (ivf) at a rate of 75ml/hr. The medications were programmed manually using guardrails drug library. The tubing used with the tpn infusion was bd alaris pump infusion set 2420-0007.

Event description:
It was reported on 18jan2026 there was an over infusion of total parenteral nutrition (tpn). The tpn total volume to be infused was 1000ml. On (B)(6) 2026 at approximately 2200 tpn was programmed to infuse at a rate 75ml/hr. On (B)(6) 2026 at approximately 0330 the pump alarmed for "air in line". The pump alleged 590mls were left to infuse; however, the infusion bag was empty. Additional information provided 21jan2026: the patient's blood glucose reading was over 500mg. Dl. Insulin was provided to the patient and per report the "patient's blood glucose stabilized later that day". Heparin was infusing at the time of the event at a rate of 6.3ml/hr and intravenous fluid infusion (ivf) at a rate of 75ml/hr. The medications were programmed manually using guardrails drug library. The tubing used with the tpn infusion was bd alaris pump infusion set 2420-0007. After an onsite visit, bd learned the following additional information. The pump module that was sent in for investigation had a pivot latch screw backing out. It was also noted that some damage included connector ribs, and a corroded iui connector.

Manufacturer narrative:
Correction: describe event or problem. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported on (B)(6) 2026 there was an over infusion of total parenteral nutrition (tpn). The tpn total volume to be infused was 1000ml. On (B)(6) 2026 at approximately 2200 tpn was programmed to infuse at a rate 75ml/hr. On (B)(6) 2026 at approximately 0330 the pump alarmed for "air in line". The pump alleged 590mls were left to infuse; however, the infusion bag was empty. Additional information provided 21jan2026: the patient's blood glucose reading was over 500mg. Dl. Insulin was provided to the patient and per report the "patient's blood glucose stabilized later that day". Heparin was infusing at the time of the event at a rate of 6.3ml/hr and intravenous fluid infusion (ivf) at a rate of 75ml/hr. The medications were programmed manually using guardrails drug library. The tubing used with the tpn infusion was bd alaris pump infusion set (B)(4).